Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: - deflation: observed delamination of diaphragm valve assessed as adhesive failure. - crease/folding of implant: observed creases on device. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.2., h.6.